Event description:
In 2006, nellcor puritan bennett received a report of inner lumen dimension issues on a 4lpc tracheostomy tube. The caller reported insertion of the suction catheter was difficult due to the smaller diameter of the inner lumen of the tracheostomy tube. The caller reported the defect was discovered while in use on a patient. The caller did not state whether the pt was re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.